Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cablethe root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned and electrode belt and reported that the ECG electrodes were non-functional.